Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient stated that the pump constantly has to be re-primed. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support has made attempts to contact the reporting for troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.